Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced high blood gluocse but did not receive alarm and discrepancy between the sensor glucose (sg) and blood glucose (bg) value. The customer reported blood glucose value of 506 mg/dl. The customer reported hyperglycemia treated with insulin pump. The event involved product(s) mmt-442ag, mmt-7020la, mmt-1880l, mmt-342. Troubleshooting was performed for beep anomaly and customer conducted audio test and pump did not pass. Troubleshooting was declined for high blood glucose, and it was unknown if the insulin pump system was used within 48 hours or if auto mode feature was active at the time of event. No further patient complications were reported. No product return is required for mmt-442ag. No product return is required for mmt-7020la. Mmt-1880l was requested and customer response was the device will be returned. No product return is required for mmt-342.

Manufacturer narrative:
Pump passed the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test. Thus was utilized and downloaded trace/history files properly. No unexpected audio/beep/vibrate or alarm anomaly during testing or in the pump history. Also, care link pro software was utilized and downloaded trace/history files properly all bolus delivered record in file history. Pump was cut open to perform visual inspection and found no moisture damage on the electronics, battery connector, battery tube, motor, vibrator and battery tube during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, stained keypad overlay. Audio/beep/vibrate anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.